Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2017 with the following findings:a review of the black box showed no power on reset events. A battery cap was not returned and a test battery cap was able to fit securely. The rewind, load, and prime steps, 24 hour testing, and keypad button testing were unable to be performed. The pump cover was removed to find the display was shattered. No intermittent conditions were found to the printed circuit board. The power complaint was unable to be investigated.